Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. No moisture damage found inside the device. The unit also was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and broken belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated he keeps hitting the esc button but it does not go away. Customer stated he went hiking in the rain. Customer's blood glucose at that time was 220 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.